Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that on (B)(6)2017, the patient coded and subsequently expired on a liberty cycler. There is no temporal association between the patients¿ death and liberty cycler and the liberty cycler set. There is confirmed patient completion of the ccpd treatment. There is no documentation supporting a possible association between the liberty cycler, the liberty cycler set and the expiration of the patient.